Event description:
As reported by the field clinical specialist, approximately 4 years and 4 months after a tavr procedure via carotid approach with a 23 mm sapien 3 ultra valve, the valve exhibited stenosis. Edwards internal proctor mentioned no thickening of the leaflets was observed and that a probable cause of the stenosis was under expansion of the valve at implant. The valve was "constrained". A valve in valve was performed with a 20 mm sapien 3 ultra resilia (s3ur) valve.

Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records review findings. Sections b5, b7, g6, h2 and h6 (health effect - clinical code) have been updated. Section h10 has been updated with reference to the other report submitted for this case.

Event description:
Per medical records received for the patient, the patient presented with dyspnea.

Manufacturer narrative:
A supplemental MDR is being submitted due to findings from internal image review and engineering evaluation. Sections b5, g6, h2 and conclusions in this section have been updated. H6 codes were corrected: device code, investigation findings, investigation conclusions. H6 codes were added: type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and an internal review was performed. It was observed that the valve leaflets were calcified and thickened. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, it was concluded that the valve failed with stenosis due to calcification, based on provided imagery. The available information suggests that patient factors likely contributed to the event. It was noted in the provided medical record that the patient has history of hypertension, dyslipidemia. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. Patient factors associated with an increased risk of developing stenosis and calcification include age, disease state, co-morbidities, and pharmacological interventions, such as but not limited to, renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per internal imaging review of CT and echo, it was determined that the valve leaflets were thickened and calcified.